Event description:
Ous MDR - after an implantation period of about 9 months, increased shock impedance values were reported. The physician decided to replace the lead. It was returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the mechanical and the electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported increase of the shock impedance. The analysis did not reveal any sign of a material or manufacturing problem.